Event description:
It was reported that the patient's stimulation had become intermittent. It was working well some of the time, but would stop and resume without warning. A lead integrity check did not indicate any problems. The extension was replaced; it was noted that it was due to breakage. The patient recovered without sequelae. No patient injury was reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 7496-51, serial #: (B)(4), product type: extension; product ID: 64001, product type: adapter; product ID: 3586, serial #: (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2012, product type: lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.